Event description:
Medtronic received information that during the implant of this 26mm mitral annuloplasty ring, it was explanted and replaced with an unknown product. The reason for the replacement was reported to be due to the native valves pathology ultimately being too complex for repair. It was reported that there was no issue with the annuloplasty ring. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.